Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on their insulin pump after changing the reservoir and cannula. Customer's blood glucose level was 175 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, basic occlusion and prime/a33tests. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.